Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with a blood glucose of 250 mg/dl and insulin on board after not announcing breakfast. The event occurred following back surgery and dietary changes related to recovery. The user initially declined a factory reset but later completed the process with assistance, including device setup, pairing, and additional training. Symptoms included elevated blood glucose. Outcomes included successful troubleshooting, device setup, and reinforcement of proper meal announcement practices. Investigation included technical support review, device setup verification, and user education. Investigation of this case revealed that the event occurred in the context of a missed meal announcement and recent dietary changes following surgery, with no device malfunction identified. It was concluded that user-related factors contributed to the hyperglycemia, and the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.